Event description:
The manufacturer received information alleging a ventilator's screen was black. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd was replaced to address the issue.

Manufacturer narrative:
The report was successfully filed with the FDA with an incorrect MDR of 2518411-2022-81660. Acknowledgment was received on september 19, 2022.